Manufacturer narrative:
The technician investigated and the account reported the right side ral is not latching. The technician swapped the rental unit with a known working bed. The technician inspected the bed and found no issues with the right side rail assembly and believes the issue was improper use by the account. No repair was needed since the bed functions as designed. Based on this info, no further action is required.

Event description:
The account reported the side rails seem loose. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).